Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, component codes, investigation conclusions). Corrected data: h6 (medical device ¿ problem code), e1 (initial rep name and email), e2, e3, e4, g2, d5, b5. The fse reported the drive manifold (0104-00-0031) was defective and replaced. The unit passed all functional and safety checks were performed to meet factory specifications.the following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 2 june 2025. The failure analysis and testing dept. Received part number 0104-00-0031 with a reported unit failure of a drive manifold leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Fails drive manifold test with vacuum differential pressure at 48mmhg. Refer to CAPA 1406400, for more information regarding additional investigation details.

Event description:
It was reported by a getinge field service engineer (fse) that prior to performing a software update, the cardiosave intra-aortic balloon pump (iabp) drive manifold was failing the first two out of three tests during the drive manifold testing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name is (B)(6).

Event description:
It was reported that during before performing the software update to d.01 the cardiosave intra-aortic balloon pump (iabp) units drive manifold was failing the 1st 2 out of 3 tests during the drive manifold testing. There was no patient involved.